Event description:
During rotator culf repair procedure, tip of anchor broke off upon insertion and was not removed.

Manufacturer narrative:
Visual inspection confirms that approximately .025" of the anchor is broken off from the tip. The anchor was also checked under magnification for any anomalies which could have induced the failure such as voids or stress fractures. Nothing was identified. The remaining portion of the anchor was checked for overall diameter and found to be 0.217" which is within specification. No information related to the hole prep used in the case or the bone quality was provided. Based on these observations, no root cause related to the manufacture of the device can be identified. (B)(4).